Event description:
It was reported that the implantable cardioverter defibrillator (ICD)nd right atrial (ra) lead were repositioned post-operative due to insufficient slack. The device and lead remain in use. No patient complications have been reported as a result of this event.